Manufacturer narrative:
The reported events were lead dislodgement, r-wave amplitude variation, and capture anomaly. As received, a complete lead was returned in one piece with the helix noted extended and clogged with blood/ tissue. Visual and x-ray examinations did not find any anomalies. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of r-wave amplitude variation and capture anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a follow-up in the clinic. The right ventricular (rv) lead was noted to have micro-dislodged and exhibited a high capture threshold. The rv lead was capped and replaced with a new rv lead on (B)(6) 2025. The new rv lead subsequently became dislodged, resulting in poor sensing and capture post-procedure. Chest x-ray did not reveal dislodgement of the old rv lead; however, dislodgement of the new rv lead was confirmed via x-ray. The new rv lead was explanted and replaced with the old rv lead on (B)(6) 2025. The old rv lead, which had been capped on (B)(6) 2025, was reused on (B)(6) 2025. The patient remained in stable condition.